Manufacturer narrative:
Philips service replaced the cooling unit and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that an anode error degraded image quality due to a cooling unit defect on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.